Event description:
It was reported the clinicians are experiencing an issue with the guide wire bending/curling during removal. It is not easy to withdraw the wire and causes the catheter to be removed. As a result, they are using a new needle for a successful insertion. There were delays in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).